Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 12/15/2015 medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation. The complaint was updated on:12/22/2015 .

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search found an additional report for the depuy 1 gemtamicin cement 40g. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Claim received. Patient alleges that they suffer from loosening and pain. Update 10/13/15 medical records received. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2015 for a loose patella and femoral component. The loosening interface is unknown, but depuy cement was used. The insert was also removed, but the pain can be attributed to the loosening. The unknown depuy knee is being changed to the cement and patella and femoral component is being added. The complaint was updated on:11/6/2015.

Manufacturer narrative:
Review of the device history records did not reveal any related manufacturing deviations or anomalies. Review of the device history records did not reveal anything suggesting product error was a contributing factor to the reported event and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.